Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect/invalid. H3 other text : device not returned for evaluation.

Event description:
It was reported the catheter was broken 1.5cm away from the puncture point in the patient's body. The chest radiograph showed that the catheter had fallen to the pulmonary artery and was removed surgically.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recz3184 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the catheter was broken 1.5cm away from the puncture point in the patient's body. The chest radiograph showed that the catheter had fallen to the pulmonary artery and was removed surgically.